Event description:
An arterial cannula was placed for additional flow in the right carotid. The tip from the straightener for the j wire became dislodged and lost in the arterial system during the placement of the cannula. Tip is not radiotransluscent so it could not be visualized with the xray. It fell apart.